Manufacturer narrative:
H6: component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The ¿suspected medical device¿ reported in section of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch sf bi-directional navigation catheter approved under (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter and a coagulation issue occurred. After the procedure, coagulation was found on the qdot-micro, bi-directional, d-f curve, c3, split handle catheter. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The coagulation issue was assessed as MDR reportable.